Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Unit passed displacement test and self test. Unit was downloaded successfully using thump software. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. Unit received with cracked belt clip rails, scratched case, cracked keypad overlay at select button, keypad overlay texture damage, minor scratched lcd window and stained keypad overlay. In conclusion, customer allegations for sensor and keypad anomalies were not confirm during testing. Pump and sensor communicated properly during testing. Unit functioned properly. Unit was also received with minor scratched lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced a loss of communication between the insulin pump and transmitter, the button having to press harder to activate, scratches on the screen and a lost sensor alarm. The customer reported, no adverse event. The event involved product(s) mmt-1884, mmt-7841zn and mmt-7040a. Troubleshooting was not performed. And the issue was not resolved. No harm requiring medical intervention was reported. It was unknown, whether the customer will continue using the device. And no product return is required for mmt-1884, no product return is required for mmt-7841zn, no product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.